Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3379 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal date: (B)(6) 2019). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3379 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal date: (B)(6) 2019). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / left fallopian tube and may have migrated inte the peritoneal space."), device breakage ("an additional 2-mm metallic fragments is also seen within the pelvis and may have fractured off of the left essure coil."), embedded device ("additional removal of essure device embedded in the cul-de- sac. / essure device was seen embedded in the cul-de-sac and near the right uterosacral ligament") and fallopian tube perforation ("there was perforation of the essure through the tube.") In a 33 year-old female patient who had essure inserted (lot no. 823472) for female sterilisation. The patient had a medical history of allergy (sulfa antibiotics), lung disease, cancer, abdominal pain, dysuria, urinary tract infection and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 462 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced device breakage (seriousness criterion medically important), embedded device (seriousness criterion medically important) and fallopian tube perforation (seriousness criterion medically important). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device breakage, device dislocation, embedded device and fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery -no left 5 right 2(difficult to ascertain how many coils since dipped nto endometrial tissue cornu. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.161 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: left essure coil extends beyond the confines of the uterus and left fallopian tube and may have migrated inte the peritoneal space. An additional 2-mm metallic fragments is also seen within the pelvis and may have fractured off of the left essure coil. Llocalization of the coil and small fragment could be further achieved with CT of the pelvis. 2. Faint filling of the left fallopian tube is seen. Believe this remains patent. 3. Successful coil ceclusion of right fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device migration, device breakage, essure micro-insert embedded, fallopian tube perforation lot number: 823472 manufacture date:2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / left fallopian tube and may have migrated inte the peritoneal space."), device breakage ("an additional 2-mm metallic fragments is also seen within the pelvis and may have fractured off of the left essure coil."), embedded device ("additional removal of essure device embedded in the cul-de- sac. / essure device was seen embedded in the cul-de-sac and near the right uterosacral ligament") and fallopian tube perforation ("there was perforation of the essure through the tube.") In a 33 year-old female patient who had essure inserted (lot no. 823472) for female sterilisation. The patient had a medical history of allergy (sulfa antibiotics), lung disease, cancer, abdominal pain, dysuria, urinary tract infection and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 462 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important), embedded device (seriousness criterion medically important) and fallopian tube perforation (seriousness criterion medically important). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device breakage, device dislocation, embedded device and fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery -no left 5 right 2(difficult to ascertain how many coils since dipped into endometrial tissue cornu. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.161 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: left essure coil extends beyond the confines of the uterus and left fallopian tube and may have migrated inte the peritoneal space. An additional 2-mm metallic fragments is also seen within the pelvis and may have fractured off of the left essure coil. Localization of the coil and small fragment could be further achieved with CT of the pelvis. 2. Faint filling of the left fallopian tube is seen. Believe this remains patent. 3. Successful coil ceclusion of right fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device migration, device breakage, essure micro-insert embedded, fallopian tube perforation. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received : lot number added, reporters information patient medical history and lab data were added. Rcc updated, event- "medical device removal updated to device migration" new events - " device breakage, essure micro-insert embedded, fallopian tube perforation" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.